Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician ordered the device to be programmed off due to the patient entering into hospice care. The device could not establish telemetry to be programmed off and remains in use. No patient complications have been reported as a result of this event.